Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins depleting was caused by the patient having stimulation settings of "over 6." The patient reported that the manufacturer representative reduced the settings to below 5 and the issue was resolved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was disgusted with how long it takes them to charge the ins battery. The patient reported that it takes them 45 minutes ¿ 1 hour to charge the ins from 0% to 100%. The patient stated that this was too much for them. The patient also reported that the battery depletes too quickly and they chose a different, lower setting to make the battery deplete less quickly. No symptoms or complications were reported.